Manufacturer narrative:
(B)(4). Summary of investigational findings: introducer system, sheath and the long grey dilator was returned used and in unoriginal packaging. Severe kink is observed on the sheath with perforation of the sheath on the back. The secondary legs on the tulip filter are completely deformed indicating that excessive force was applied to the introducer system during procedure. During manufacturing device is inspected . Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. If the filter is advanced through a kinked sheath, the filter legs may be prone to exceed the sheath wall. Cook medical will continue to monitor for similar events. No evidence to suggest that this device was not manufactured according to specifications.

Event description:
Description of event according to initial reporter: the procedure was conducted as labeled. When the physician was advancing the delivery system through the sheath system, resistance was encountered. Therefore, the whole system was retrieved and checked. It was confirmed that there was hole on the delivery sheath (on the center part of the sheath) then another manufacturers' ivc filter was used instead and the procedure was ended. Patient outcome: there have been no adverse effects to the patient observed.